Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose was 193 mg/dl. After 30 minutes of charging, the pump successfully charged.